Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Additionally, the patient had concomitant constipation which is a well-known risk factor for infection due to transmural transmission of gut bacteria. The patient¿s pd culture yielded growth of citrobacter which is an organism that normally colonizes within the gastrointestinal tract of humans. Based on the available information, the patient¿s peritonitis can be reasonably attributed to a gastrointestinal source likely due to the patient¿s concomitant constipation, as reported by the patient contact. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis (pd) patient experienced cloudy pd effluent due to an infection. The patient was reportedly hospitalized and had surgery. There were no reported allegations that the peritonitis was associated with a fresenius device or product. Additional information was obtained during follow-up with the patient¿s pd nurse and wife. The nurse confirmed that the patient had peritonitis. The patient had a pd culture obtained which yielded growth of citrobacter freundii. Details surrounding the patient¿s hospitalization are unknown. However, the patient¿s wife stated the patient underwent laparoscopic repositioning of the pd catheter (not a fresenius product) due to pd catheter migration. Additionally, the patient¿s wife stated the patient continued pd treatment in the hospital and received antibiotics for peritonitis. The nurse reported the patient is continuing pd therapy with the same cycler and is receiving unspecified antibiotics. The patient is reportedly recovering from the event. Both the pd nurse and the patient¿s wife stated the peritonitis was not related to any product issues. The nurse confirmed there were no fluid leaks. While the nurse was not able to identify the cause, the patient¿s wife attributed the event to concomitant constipation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.